Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the handheld camera light guide cable for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. The provided images are consistent with the allegation of a burned cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the light cord for the near infrared (nir) handheld camera got really hot. The caller mentioned that at the end of the case, there was smoke coming from the light cord, and one side was completely burned. The caller was unsure how long the light was left on for, but indicated they had turned off the light cord earlier in the procedure. They informed they would take this light cord out of rotation. The procedure was completed with no reported injury.